Manufacturer narrative:
A2 - age at time of event, a2 - age units (patient) and a3a - sex: correction. H6. Codes: updated. Device evaluation: the customer reported pump alert for downstream occlusion. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alert for downstream occlusion. This was a continuous infusion. There was patient involvement with no patient harm.